Event description:
A caller reported that the pump battery was not charging. There was no adverse impact to the customer's blood glucose level. The customer was using a tandem charging cable and attempted to charge the battery using different wall outlets, adapters, and cables, but these solutions did not resolve the issue. Customer did not disclose an alternate method of insulin therapy.